Manufacturer narrative:
(B)(4). Report source, foreign ¿ event occurred in (B)(6). Event reported to manufacturer by national joint registry. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2017-01197.

Event description:
It was reported a patient underwent hip revision approximately seven months post-implantation due to dislocation and subluxation. All components were revised. No further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.